Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code related to the pressure sensor reliability was found in the error log. This error will result in the device being placed into safe state. The only functionality available to the user is serial communication, turning off the audible alarm via a key press and removing power. The service manual instructs the user to check the air path, main board and blower box. No repair was performed. The device has been dispositioned to be scrapped. No further investigation is warranted at this time. Additionally, during the evaluation of the device at third-party service center, error codes related to the cpu and main board were found in the error log. Both errors would allow the device to continue to operate without noticeable alteration. These error codes are not related to the reportable malfunction/issue.